Manufacturer narrative:
A complete lead was returned in one piece. A stylet insertion test found obstruction/restriction at the distal region of the lead. The reported event was confirmed and determined to be caused by blood clogging the inner coil lumen.

Event description:
During an implant procedure, the stylet could not be fully inserted into the right atrial (ra) lead. The lead was replaced, and a new lead was successfully implanted. The patient was stable with no consequences.